Manufacturer narrative:
510k: this report is for an unknown trochanteric fixation nail constuct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: liu, j. Et al. (2018). Short-term medical complications following short versus long cephalomedullary nails, orthopedics, vol. 41(5), pages e636-e642 (USA). The purpose of this retrospective cohort study was to evaluate whether there is an increased rate of short-term medical complications following short vs long cephalomedullary nails for the treatment of intertrochanteric hip fractures. From january 1, 2005 to september 1, 2014m a total of 899 patients (583 females and 316 males) underwent cephalomedullary nailing. Regarding implant used, 95.3% were the intertan, 2.2% were the natural nail, 1.7% were the titanium trochanteric fixation nail (depuy, west chester, pennsylvania), and 0.8% were the t2 recon nail. The following complications were reported as follows: 13 patients died. 129 patients were readmitted. 10 patients, because the guidewire was noted to abut or perforate the anterior femoral cortex, a short nail was selected. Anterior perforation of the nail itself caused 2 surgeons to convert from a long nail to a short ail intraoperatively. 3 long nails had anterior perforation. 2 of these were discovered intraoperatively, and the long nail was converted to a short nail. 1 was discovered at a postoperative appointment, and the patient returned to the or for conversion to a short nail. However, the guidewire for a long nail was found to abut the anterior femoral cortex in 10 additional patients; thus, a short nail was selected. Patients with a longer total or time had a higher incidence of superficial surgical site infection. 15 patients needed revision surgery within 90 days after discharge. 8 patients, 4 short and 4 long nails, required irrigation and debridement. 1 patient had a long nail converted to a short nail for anterior perforation noted on postoperative follow-up. 1 patient had a long nail revised to a second long nail secondary to a new periprosthetic fracture. 2 patients underwent hemiarthroplasty because of hardware failure of long nails. 1 patient underwent total hip arthroplasty secondary to continued pain. 2 patients underwent open reduction and internal fixation for periprosthetic fracture. 5 patients had ipsilateral refracture. 8 patients had contralateral hip fracture. 3 patients had non¿hip fracture. 4 patients had ipsilateral hardware failure. This is report 1 of 1 for (B)(4). This report is for a titanium trochanteric fixation nail construct.